Manufacturer narrative:
The device was manufactured from june 20, 2022 - june 21, 2022. Two actual devices were received for evaluation containing 75ml and 135ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) large volume folfusors underinfused. After expected 23 hour infusion time, approximately 15 to 80% ml remained in the devices. The device was filled with 18g piperacillin/tazobactam in 230ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.